Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer's investigation. As part of the investigation, a review of the device history record (DHR) and a review of the instructions for use (IFU) were conducted. The DHR review did not find any abnormalities or anomalies identified during production. The device met specifications upon release. The root cause could not be established. A likely cause is the lid came in contact with the scope or another hard object. The IFU contains the following statements that may prevent the lid from cracking: - "before using the equipment, always check that there is no irregularity regarding the following points on the lid and the lid packing. If there is any irregularity, cleaning fluid or disinfectant solution may leak out. -the lid is not cracked, broken, or otherwise damaged". Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
An olympus field service engineer (fse) was dispatched to service the device. The fse confirmed the user report. The lid insert of the device was cracked at the lower left mounting around the screw hole. The lid insert was replaced and the required labels were attached. The equipment passed all tests and was repaired and verified per original equipment manufacturer instructions. This event is under investigation. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported by the field service engineer that the lid of the endoscope reprocessor was cracked and needed replacement. The problem was first noticed by the customer during reprocessing. The customer reported using the device with a cracked lid to reprocess scopes. The customer further reported the device is checked before use, there was no leaking associated with this event, no sensors went off, the last preventative maintenance was in february 2020 with no identified problems, and the last in-service was in february 2020 with no identified problems. As reported, there were no patient infections or scopes with positive cultures due to this event.